Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue was found while the system was outside of clinical use. A philips field service engineer (fse) inspected the system on site and identified that the emergency stop (e-stop) button on the system's geometry module was intermittently active at power up, causing geometry movements to be unavailable. To resolve the issue, the geometry module was replaced. Upon further analysis, the fse identified intermittent errors on the system's geometry pc, which was also replaced. After the parts were replaced, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside clinical use when the reported issue occurred. As per the system's instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system geometry would fail intermittently. No harm to patient or user was reported. Philips has started an investigation of the complaint.